Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient changed out the solution bags however reused the cassette. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during use during prime. In attempting to clear the alarm, the hp changed bags, but did not change out the cassette. The technical service representative (tsr) explained set up was then compromised and advised the hp to start over using all new supplies. The hp stated that they would call their registered nurse (rn) to see if it was ok for him to continue using this set up. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.